Event description:
The customer reported when doing a cine rune, another patient images get mixed in, causing a duplicate. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.